Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The target lesion was non-tortuous and severely calcified. During attempt to deliver the unknown promus premier stent the stent dislodged from the balloon and embolized. The embolized stent was deployed and post-dilated below the knee. No further patient complications were reported and the patient status is good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - the device was not received for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).